Manufacturer narrative:
A ge service rep performed an onsite investigation. The connection to the pmr pcb assembly were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited a control panel error and locked up during use. No patient serious injury or death was reported related to this event.